Manufacturer narrative:
Our sales rep investigated the ring that was implanted around that time and model number of the ring was found to be physio ring (B)(4). It is unknown whether the device will be returned for evaluation or not at this moment. Serial number is unknown; therefore, the DHR cannot be done. Customer letter is not required. Sales rep received additional information from the customer on 10/1/2010: the doctor commented that this explant was not device related. The detachment was confirmed as only partial. The detachment was observed at the central area of the posterior leaflet. The cause of the detachment was that the suture had come off at the rectangular resected area. Customer suggested that the positioning of the suture performed by a [surgical] operator might have been the problem. Device was discarded at hospital and will not be returned for evaluation. Patient recovered as of (B)(6) 2010. (B)(6) 2010 sales rep was told by the hospital that the operative report and patient records would not be disclosed. Method: device was discarded by hospital and not available for evaluation.

Event description:
Reportedly, the device (ring) was explanted after approximately 13 months due to mitral regurgitation (mr) led by detachment of the device (ring). It was reported that mitral valve ring which was implanted in (B)(6) 2009 was explanted on (B)(6) 2010. Sjm25 device was implanted as a replacement. Tricuspid annuloplasty was also performed and sjm tailor band 29mm was implanted during the same operation.